Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent button alarms occurred and button had become stuck and difficult to use. The customer reported a blood glucose (bg) level of 298 (mg/dl). The customer delivered a bolus to address bg level. The customer will revert to injections for diabetes management.